Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation mr grade 3-4 with a prolapsed and flail posterior mitral leaflet. It was noted that after deployment of the first clip (21111r2066), the clip came off the posterior leaflet. Two additional clips (xt & nt) were implanted. In the treating physician¿s opinion, the clip became an slda due to patient anatomy. The procedure was concluded with a resulting mr of grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation mr grade 3-4 with a prolapsed and flail posterior mitral leaflet. It was noted that after deployment of the first clip (21111r2066), the clip came off the posterior leaflet. Two additional clips (xt & nt) were implanted. In the treating physician¿s opinion, the clip became an slda due to patient anatomy. The procedure was concluded with a resulting mr of grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided. Subsequent to the reported information, it was further reported that the two additional clips were implanted to stabilize the slda clip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.